Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, blood back issue occurred in cardiosave intra-aortic balloon pump (iabp) due to balloon rupture. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge filed service engineer (fse) evaluated the unit, blood intake into the device was checked, but no blood intake was observed. No problems were found and unit can be used again. Furthermore, the fse performed maintenance inspection. An inspection was performed and safety disk was replaced, 2 lithium-ion batteries replacement, battery replacement for alarm daughter board, and an equipment calibration was performed. Overall inspection results are good. Fa245 (display cable replacement) work was performed. An inspection based on the service manual was performed and the results were good. There was no evidence of blood intake due to balloon damage, so there were no problems.

Event description:
N/a.